Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was exhibiting noise. No changes or intervention was reported. The patient condition was unknown.